Manufacturer narrative:
Investigation conclusion: the customer reported an issue that there were eleven defective keypads, but only one was returned. The reported issue was replicated with the one returned keypad during this investigation. Functional testing was performed by connecting the front case assembly to the pcu 1.5 mockup test fixture and confirming that ac power led would not illuminate and the system would not power on. Internal inspection of the keypad identified fluid ingress on multiple traces with a cracked/open trace located on pin 20. Additional examination through magnification found evidence of fluid ingress entering through the slot of the front panel located at the bottom right quadrant of the keypad. Pin 20 was confirmed to be associated with the ¿system on¿ key and the ac power led. Per risk assessment doc# (B)(4) created as a result of reports of unresponsive pcu keypad key(s) failures manufactured by printec, there are two failure modes that may result in an unresponsive key: fluid ingress into the keypad may cause an open or short circuit. Cracked keypad flex cable may cause an open circuit. The remaining ten keypads were not returned. The system is typically used for patient treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that there were eleven defective keypads. There was no patient harm.